Manufacturer narrative:
(B)(4). Product evaluation: one pressurewire guidewire was returned to the sjm postmarket surveillance laboratory for analysis. The transmitter was not returned. Visual inspection revealed the tip coil of the radiopaque tip had been fractured and separated from the distal end of the sensor element (jacket). The fractured tip coil was not returned. There was evidence of welding at the distal end of the jacket. The coated proximal tube (shaft) had been bent and kinked in multiple areas from the distal end; the guidewire damage was unrelated to the event description. The core wire had been fractured and measured 0.5mm in length, which indicated there was missing material from the distal tip assembly per print 22296 ver. B; tip coil length: 30mm +/- 1mm. The distal portion of the fractured core wire was not returned. Note: due to the unknown device batch number, the current version of the print was utilized. The results of the investigation concluded that the tip coil of the radiopaque tip had been fractured and separated from the distal end sensor element (jacket); the fractured tip coil was not returned. The corewire had been subsequently fractured. The distal portion of the fractured corewire was not returned. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. The cause of the tip coil and corewire damage is consistent with forcible contact. How or when the forcible contact occurred remains unknown. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.

Event description:
The pressurewire aeris tip fractured in the rca during a pci procedure. The stent was deployed over the fractured tip against the vessel wall. The remaining wire was safely removed from the patient and the procedure was completed without further consequence to the patient.